Event description:
Reference number (B)(4). Event occurred in the united states. On 06-jun-2024, it was reported that patient faced occlusion troubleshooting at infusion set site within 3 or more hours of insertion. The patient's blood glucose at the time of event was reported as high, therefore patient had received correction bolus via pump. No further information available.